Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/13/2015. The fse found that the vacuum line was clogged and was causing a leak at the rinse block. The fse cleared the clog, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a bloody leak from the coulter lh 500 hematology analyzer. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and gown at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.